Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The investigation was unable to determine a conclusive cause for the reported patient effects. The reported patient effect of hypersensitivity is a known potential patient effect as listed in the supera instructions for use. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the information reviewed, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was implanted with a supera stent six weeks ago on (B)(6) 2015. Post-procedure, on (B)(6) 2015, the patient began experiencing a rash on the leg where the stent is deployed which has also spread to the back and torso. The patient has been given steroids in an attempt to treat the symptoms which have been ineffective. No additional information was provided.